Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test and prime test. The insulin pump was received stuck on a motor error alarm during the bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during testing. No motor encoder position error alarm could be confirmed due to an overwritten history file. The insulin pump passed the reset error test and no setting erasure was noted. The insulin pump had minor scratches on the display window and a cracked reservoir tube lip.

Event description:
It was reported the customer received a motor error alarm while priming. The customer stated the insulin pump was not dropped or bumped. The customer's settings on the insulin pump was also deleted. Customer's blood glucose was 16 mmol/l. Customer was advised to replace their insulin pump. No additional information provided.